Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (240-500s mg/dl) and a correction bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.